Event description:
After clamping, the graft leaked an unknown quantity of blood throughout its body, including the crotch, for approx. 20 minutes. The pt was given an extra unit of blood. The pt's condition is good. The quantity of blood lost through the graft is not attainable. The graft was left in.